Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user who participated in the survey for ilet experience study experienced hyperglycemia with a reported peak glucose of 400 mg/dl after eating a caramel apple while the pump was out of insulin and without immediate supplies to change the set. The out-of-range duration was about 4¿5 hours and the user administered a subcutaneous manual insulin injection and later changed supplies and reconnected. The ilet alerted for high glucose. Investigation of this case revealed the cause of the hyperglycemia was unclear. Symptoms included headache. Outcomes included successful correction of hyperglycemia without medical intervention. It was concluded that the event was related to high glucose with uncertain cause and was manageable with manual correction and supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.